Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient was hospitalized.this event occured on (B)(6) 2024. Patient was also suffered from diabetic ketoacidosis. The blood glucose level was high. Therefore, patient was treated with intravenous and fluids. No further information av.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: the information in this complaint (B)(4) has been evaluated for the malfunction code issues with the infusion set either prior to use, during use or upon removal. Only use if a specific malfunction cannot be determined and no description about failure type. The batch 6004000 in question was manufactured at the reynosa site. Complaint investigations. Physical samples were formally requested; however, they were not provided. In order to test the product, the reference samples from the lot have been requested. The reference samples for batch 6002568 were previously tested in complaint (B)(4) on 07/jan/2025. Test results: visual test according to work instruction (wi) version 1.0 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 1.0 on reference samples, 10 samples out 10 samples passed the test. Functional leak test 1 according to wi version 1.0 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: packing lot 6004000 was manufactured according to the wi version 108 in the line 4, on 02/nov/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 05/aug/2025 against malfunction code issues with the infusion set either prior to use, during use or upon removal. Only use if a specific malfunction cannot be determined and no description about failure type and lot 6004000 and no other complaint has been registered in database for the same lot 6004000 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, harm reportable, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.